Manufacturer narrative:
The reported field event of premature depletion was confirmed by analysis. The device was at end of service (eos) when received. Device was tested on bench and no anomaly was detected. The current demand was normal before and after temperature cycle and temperature humidity tests. The cause of premature battery depletion was determined to be an internal anomaly in the battery that caused the insulation between anode and cathode to become compromised and allowed the electrodes to make contact.

Event description:
It was reported that a non-dependent, asymptomatic patient presented in-clinic for follow-up. The last office visit was (B)(6) 2017; the device showed over five years remaining battery longevity. The current battery longevity was less than three months; premature battery depletion is suspected. The implantable cardioverter defibrillator was explanted and replaced. The patient was stable post procedure.